Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3 - a manufacturer representative went to the site to service the system. The camera was replaced. Evaluation codes b01, c02, c08, d02 apply. The returned camera has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and illuminator current low dating back to oct 2018. There was a battery voltage low along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .609mm with a passing threshold of .250mm. Evaluation codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the system is displaying localizer faulted. There was no patient involvement.